Event description:
It was reported that there was a red alert due to high out-of-range shock lead impedance measurements. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.